Event description:
Facility reports device was used during hand surgery on (B)(6) 2013 but was determined to be not working. Facility contact had no information regarding the deficiency of the device other than it is not working. No further information was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned for further investigation.